Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed a kink in the sheath assembly, the imaging window was twisted, and the guidewire was tangled. Impedance testing showed an electrical open at the proximal end of the catheter, between 90-100 cm from the distal housing. Based on the evidence, the clinical observation can be confirmed, as the open circuit found during the impedance test could have contributed to the loss of image.

Event description:
Reportable based on device analysis completed 09 aug 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted and the guidewire was tangled.